Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, when connecting a blood collection tube the entire cannula separated from the device. A second venipuncture was performed with a new device. No impact was reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 29-aug-2024. Investigation summary: material #: 368607. Lot/batch #: 4061077. Bd received 51 samples (1 used and 50 unused) and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for cannula breaks off was observed. The used customer sample matches the device seen in the photos, confirming the failure mode for cannula breaks off. Additionally, 10 of the unused customer samples along with 10 retention samples from bd inventory were evaluated by cannula pull force testing and the indicated failure mode for cannula breaks off with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cannula breaks off. Bd determined that the root cause of the indicated failure mode was attributed to the assembly process, specifically the application of epoxy to the cannula hub. Corrective and preventative actions were taken to ensure the epoxy flows smoothly during the application process. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, when connecting a blood collection tube, the entire cannula separated from the device. A second venipuncture was performed with a new device. No impact was reported.